Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
Revision of tibia and articular surface components due to pain and possible loosening. Femur and patella were not removed/revised. Surgery was not delayed. The cementless method of implantation was used for the left side. Note: the femur, tibia and articular surface are not zb-tmt design control, only the tm-patella is of zb-tmt design control.